Event description:
Pt was receiving her tpn via curlin 6000 pump. The tpn ended 1 hour early. The mom was not prepared to hang new bag. By the time she was able to hang the new bag, the pt's blood glucose was 39. This did not require a hospitalization or dr appt. The pt's blood sugar returned to normal with new bag hooked up. Blood glucose monitoring.